Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusion), h10.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit displays message low vacuum.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.